Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative on (B)(6) 2023 with two rapid nasal tests from cvs health-at-home covid-19 test kits. Customer had no symptoms but had potential exposure. Cartridges were stored within the validated temperature range.